Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the pre-loaded lens did not advance properly from the inserter and did not unfold correctly. A new johnson & johnson monofocal lens was implanted to replace the defective product. The lens had a gash in the middle, which was identified when the iol unfolded in the eye. Sutures were placed as part of the normal procedure and there were no complications for the patient. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec18,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was advanced with viscoelastic residue observed distributed through the length of the cartridge. No issues were observed with the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. No further evaluation was performed. The complaint issue could not be confirmed during product evaluation, and no issues were identified. In addition, the complaint issue unfolding issue and lens damaged could not be confirmed during product evaluation, as no lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.